Event description:
It was reported that noise was observed via merlin transmission. The noise looked non-physiologic, and does not have the characteristics of an emi source electrical noise. The noise was not able to be reproduced with pocket manipulation. The rv lead was capped and replaced on 3/9/2017. The patient was stable before, during, and after the procedure.